Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The manufacturer initiated a customer notification concerning the problem, the potential risk and the recommended handling in the event this failure occurs (fsca # 2014-12-11). The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the manufacturing process of the raw material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to "shrink out" of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers.

Event description:
Description from the customer report: a leak was observed in a hmod70000 that was primed, but not used on a patient. The customer stated that the leak emanated from the gas exhaust port of the hmod70000. The customer stated that the unit had been primed 27 days previous to the date of the complaint (i.e. (B)(6) 2015) in anticipation of being used. The customer stated that the leaking probably started on day 24 or 23 after being primed but the leaking was not noticed until day 27 after being primed as mentioned above." (B)(4).